Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patient information was not populating in all pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new patient information was not populating across all pyxis stations due to the server¿s inability to connect through port 50052, which is utilized by the datasync server. A technical support specialist engaged the hospital information technology (hit) team to request that port 50052 be unblocked. Once the port was opened, the issue was resolved. The technical support specialist then restarted the device and verified the synchronization status. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patient information was not populating in all pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.